Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that upon deployment of an ivc filter, the filter legs did not appear to open appropriately. A second filter was successfully implanted. There was no report of injury to the pt.